Manufacturer narrative:
The customer¿s complaint that the tubing leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no patient harm.